Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt, and reddish material was found inside the pebax area. Per this condition, scanning electron microscope (sem) analysis was performed over the pebax. The external surface of the pebax exhibited evidence of scratches, pinholes and abrasions. It is possible that an unknown object hit and ruptured the pebax. Per the reported event, the catheter was evaluated for electrical resistance, and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section, creating an intermittence of temperature. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the temperature issue has been verified. Additionally, the pebax was found damaged. Based on the available analysis results, it cannot be identified whether the issue is related to an internal or an external cause.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch unidirectional catheter where the temperature would not display. The catheter was replaced, and the case was completed without patient consequence. On (B)(6) 2017, the biosense webster failure analysis lab found that the pebax had a pinhole in it, with reddish brown material found inside. If the pebax is compromised and the patient is exposed to the internal components of the catheter, there is a risk of thrombus formation. As a result, this event is MDR reportable. The reportable lab findings were discovered on (B)(6) 2017, making that the awareness date for this event.